Manufacturer narrative:
Additional information was received: customer responded to follow-up attempts and reported that hospitalization was due to an occlusion alarm. Customer's blood glucose (bg) level was 1200 mg/dl with high ketones. After delivering a bolus to treat bg, customer passed out, causing them to fall and scrape their head. An ambulance was subsequently called by their godfather. Customer was transported to the hospital where they were treated with intravenous fluids of saline and insulin. Customer was released from the hospital six days later. Reportedly, the customer reverted to an alternate method of insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H6: remove device code (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump is defective," leading to customer hospitalization. Multiple follow-up attempts were made to obtain more information and complete troubleshooting, however, no response was received. There was no reported impact to blood glucose.